Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included general environmental allergies. The concomitant medications were not reported. On (B)(6) 2012, the consumer used o.b non-applicator tampons, vaginally, one tampon for six or seven hours for menstruation (lot number 2991m4180 and expiration date unspecified). On the same day, when she pulled the tampon, the top part of the tampon did not come out and she had to dig to get the rest removed. She stated that, she had been using the device for over twenty years without any adverse event. On the same day, she discontinued the use of the device and the events resolved. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: no sample returned. Based on the investigation results, due to lack of complaint sample, acceptable documentation review and absence of trends, there is no evidence to confirm that the device failed to meet the specifications. Complaint trends will continue to be monitored. The report remains as non-serious. The report remains to be reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included general environmental allergies. The concomitant medications were not reported. On (B)(6) 2012, the consumer used ob non-applicator tampons, vaginally, one tampon for six or seven hours for menstruation (lot number 2991m4180 and expiration date unspecified). On the same day, when she pulled the tampon, the top part of the tampon did not come out and she had to dig to get the rest removed. She stated that, she had been using the device for over twenty years without any adverse event. On the same day, she discontinued the use of the device and the events resolved. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.